Event description:
A company representative reported that a mantis redux blocker at l2 migrated post-operatively. No adverse consequences were reported. The migrated blocker was observed in an x-ray taken for a planned revision surgery to remove all implants as the patient was reported to have achieved good bone union. The blocker was explanted.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. Additional data: d4, d9, h3, h4.

Event description:
A company representative reported that a mantis redux blocker at l2 migrated post-operatively. No adverse consequences were reported. The migrated blocker was observed in an x-ray taken for a planned revision surgery to remove all implants as the patient was reported to have achieved good bone union. The blocker was explanted.